Event description:
One sample of ivenix administration set was returned for evaluation. Separated tubing from drip chamber was observed during visual inspection. A microscopic examination was performed, end of tubing had no presence of solvent. The customer complaint is confirmed. The most probable root cause could be related to the operator not performing the joining operation correctly, not applying solvent to the tubing. A red light was installed at all the bonding station to ensure proper timing is observed. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: "administration set leaking at juncture between drip chamber and tubing." Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.